Event description:
It was reported that during a shoulder procedure the arthroscopic bur produced metal shavings. It is unkown if all of the shavings were removed from the surgical site. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for a device evaluation. However, past investigations for metal shavings have attributed the shavings to excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Stryker sustainability solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.